Event description:
Healthcare professional reported that a patient was injected in the lips with 0.5ml of juvéderm ultra® xc. Four days later, patient presented with a "swollen dusky, cold lip area that was painful and slow capillary refill - more than 4 sec". Patient was treated that day with hyalase 2 vial 3000 units. About three days later, patient was treated with 2000 u hyalase. Per healthcare professional, a total of 4 vials of hyalase used to dissolved the occlusion. Three days later, patient was seen again and "cap refill had returned and lip was warm pink and it seemed to be resolved."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with 0.5ml of juvéderm ultra® xc. Four days later, patient presented with a "swollen dusky, cold lip area that was painful and slow capillary refill - more than 4 sec". Patient was treated that day with hyalase 2 vial 3000 units. About three days later, patient was treated with 2000 u hyalase. Per healthcare professional, a total of 4 vials of hyalase used to dissolved the occlusion. Three days later, patient was seen again and "cap refill had returned and lip was warm pink and it seemed to be resolved."